Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Physician reported to regulatory agency a right side rupture, silicone migration, and perifocal siliconoma in the lymph nodes up to the axilla. The device was explanted.

Event description:
Device remains implanted.